Event description:
Event consists of a guidewire stick during a jetstream procedure. The pt gender and age are unk. A complete medical history of the pt is unk. A jetstream xc 2.1 mm atherectomy device was used to treat a suspect clot that was occluding the proximal sfa, superficial femoral artery. The device was placed in the pt and activated. While advancing the device, it was noticed tht the wire was advancing too. The operator then stopped and tried to reposition the guidewire and catheter in an attempt to continue but found that the device would not rex (rotational exchange) back of the wire. The operator attempted several times to remove the catheter off the guidewire. Finally, everything was removed and subsequently access across the lesion was lost. They gained access across the lesion once again, ballooned and then deployed a stent to the lesion. On the final images, flow to the tibial vessels appeared to be occluded. The doctor used the angiojet xmi catheter within the tibial vessels in an attempt to restore flow. Flow was not restored. The pt will possibly undergo an embolectomy in the future.

Manufacturer narrative:
Product analysis received and examined the returned jetstream xc-2.1 catheter and observed that the jetwire guidewire was not stuck inside the catheter but was returned with the device. The returned guidewire was loaded onto the catheter with no problems noted. The jetstream device operated and would only run for short bursts before the motor would stop. Product analysis opened up the pod, the control device of the jetstream catheter, and found that the pinion gear became disengaged with the motor drive gear. There was damage to the pinion gear teeth. The gear was observed to have broken free from the adhesive bond. The cause of the reported problem was determined to be the loss of the frictional and adhesive bond allowing the motor gear to force the pinion gear down the shaft resulting in the erratic operation of the drive assembly. This event is considered reportable since the jetstream xc-2.1 wire got stuck leading to the loss of access across the lesion and subsequent medical intervention which included ballooning and stenting therapy to treat the lesion was performed. The association between the jetstream device and the noted event cannot be conclusively ruled out.